Event description:
It was reported that the insulin pump restarted during normal use. Customer's blood glucose reading was 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform a21 and e21 error test due to unresponsive buttons. The insulin pump has cracked case at the display window corners, reservoir tube window corners, reservoir tube window, battery tube threads, minor scratched lcd window, broken belt clip slot and stained endcap sticker.